Manufacturer narrative:
(B)(4). The product was received by the manufacturer for laboratory investigation. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
It was reported the blue vent filter on the priming line's spike felt off when changing from an infusion to a transfusion at several tubing sets. Blood was able to leak out of the hole at the spike." (B)(4).

Manufacturer narrative:
The product was investigated. It was determined that the blue vent port was not fully sitting within it's fitting on the spike anymore. Also it was possible to remove the blue vent port by a slight screwing force. After removal of the blue vent port from the spike some flakes of dried blood were visible within the fitting and around the connection piece at the blue vent port end self. No other abnormalities or damages of the blue vent port cap self were detected. Based on this the failure "blue filter cap get loose" could be confirmed. A DHR review of the complained lot was performed; no scrap record of the related material was found. As determined by the supplier the most probable cause of the failure could be storage at too high temperature so that the material becomes softer and the retaining force becomes reduced. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4)